Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Concomitant products: 459888 and 5076-52 lead implanted (B)(6) 2018. This information was received from the mechanical circulatory support product surveillance registry study. Additional products: brand name: heartware ventricular assist system ¿ outflow graft, model #: 1125 / catalog #: 1125 / expiration date: 30-sep-2023 / serial or lot#: (B)(4) / UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 01-sep-2018. Labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited multiple low flow alarms believed to be caused by compression and acute angulation of the outflow graft. A computed tomography (CT) scan revealed discontinuity of the outer protective layer of the outflow graft and biodebris was visible between the outer layer and the outflow lumen which caused flattening and stenosis decreasing the flow. A transthoracic echocardiogram (tte) revealed elevated flow velocities across outflow cannula in ascending aorta. Outflow graft revision surgery was done to correct the stenosis. Optimal blood flow was restored. The patient subsequently experienced acute blood loss anemia, which was believed to be due to the outflow graft revision surgery. The patient was treated with one unit of packed red blood cell (prbc). The vad remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation and investigation completion . Product event summary: the ventricular assist device (vad) and associated outflow graft were not returned for evaluation. The reported low flow event was confirmed through log file analysis which revealed a gradual decrease in power consumption and estimated flows beginning on (B)(6) 2022 leading to parameters below the normal operating range. One hundred fourteen (114) low flow alarms were logged since (B)(6) 2022 within the analyzed period. The reported events involving the outflow graft could not be confirmed due to insufficient evidence. Information received from the site indicated that the patient exhibited multiple low flow alarms believed to be caused by compression and acute angulation of the outflow graft. A computed tomography (CT) scan revealed discontinuity of the outer protective layer of the outflow graft and biodebris was visible between the outer layer and the outflow lumen which caused flattening and stenosis decreasing the flow. Outflow graft revision surgery was done to correct the stenosis. Furthermore, patient experienced acute blood loss anemia, which was believed to be due to the outflow graft revision surgery. The patient was treated with one unit of packed red blood cell. Based on the available information, the device may have caused or contributed to the reported event. Based on the risk documentation and available information, possible causes of the reported low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, outflow graft obstruction, and poor vad filling. Per the instructions for use, bleeding is a known potential complication associated with the implantation of a vad. Based on review of past adverse events for this patient, it was noted that the patient had a history of bleeding events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d4: lot#: 17506576-1521 h3: yes h6: FDA method code(s): b17 h6: FDA results code(s): c20 h6: FDA conclusion code(s): d12 investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. ### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.